Event description:
Event description cpi received information that this implantable pulse generator (ipg) could not measure lead impedances while in dual chamber mode. After repeated attempts to measure lead impedance, the device indicated it was at elective replacement past (erp). The patient had touched a toaster oven and was shocked hard enough that he was knocked down.